Manufacturer narrative:
(B)(4). Age at time of event: over 18 years old. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded and there was evidence of inflation. There was blood in the inflation lumen. Functional testing of balloon was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 14mm from the tip of the device was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination of the tip presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 25-aug-2015. It was reported that crossing difficulties were encountered. During percutaneous coronary intervention, a 1.50mm x 20mm maverick²¿ balloon catheter was advanced for dilation to treat an unknown target lesion but device was unable to cross the lesion. The maverick²¿ balloon catheter was exchanged to a 1.2mm x 12mm threader¿ monorail micro-dilatation catheter, but this device was also unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was good. However, returned device analysis revealed balloon pinhole.